Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leakage in the hydro-pneumatic compartment of synchron lx i725 clinical system. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) dried the hydro area and inspected the source of the leak. Fse replaced tubing and cleaned the hydro area, reassembled the unit and primed the system.